Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no device malfunction. An echocardiography was performed showing severe mitral valve regurgitation and right ventricular enlargement, and a chest x-ray showed pulmonary congestion. It was noted that the patient had a 9 kg increase on admission on (B)(6) 2023, and a 9 kg decrease at discharge on (B)(6) 2023. The patient had a diuretic adjustment, a rotation speed increase from 5200 to 5400 rpm, and right heart failure improved by reducing carvedilol. Flow was maintained at 4.5 l/min or higher. There were no associated alarms.

Manufacturer narrative:
E1- reporter name: (B)(6) medical center. Historically related MFR number for right heart failure: MFR 2916596-2023-05892. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for right heart failure with symptoms of peripheral edema. It was noted that the event was suspected to be device related due to insufficient rotation speed and low flow. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023. Treatment included increased diuretics and increased pump speed.